Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver power dropping once connected to the charger. A receiver boot test was performed and passed. Functional tests were not performed due to receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to device powering on, but does not communicate with global receiver communication tool. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.